Event description:
It was reported that halfway through a photo selective vaporization of the prostate (pvp) procedure, the fiber broke at 387,732 joules and 51 minutes of use. The fiber tip was not cleaned during the procedure. The procedure was completed with another with no clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that the fiber tip exhibits no signs of breaks./fractures. Analysis of the device revealed the glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface. The fiber is broken within the outer flow tubing .25 inches from the control knob, between distal tip and control knob, and exhibits indication of bending, crushed, and no melting at break location. The fiber was tested with hene laser fixture, aim beam is present between distal tip and control knob location. The outer flow tubing open end exhibits minor scratch marks. Based on device analysis excessive bending during the procedure caused or contributed to the reported event. An evaluation conclusion code of unintended use error caused or contributed to event of the device was assigned to this investigation.

Event description:
It was reported that halfway through a photoselective vaporization of the prostate (pvp) procedure, the fiber broke at 387,732 joules and 51 minutes of use. The fiber tip was not cleaned during the procedure. The procedure was completed with another with no clinical consequences to the patient.